Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a cracked display window and a scratched reservoir tube window.

Event description:
It was reported that the customer had a recall notice for the insulin pump. Customer was advised that although our pumps are safe when used according to the instructions, medtronic has classified this action as a voluntary recall. Customer reported that they have a complaint regarding the design which allows the delivery amount to scroll past 0.0 to the maximum setting. Customer stated that sometimes she takes steroids and uses u500 insulin. Customer requested to have the pump exchanged for a pump with updated scroll wrap software. No additional information provided.